Manufacturer narrative:
For the investigation the received information was analyzed. It was found on site that a potentiometer to adjust the oxygen concentration failed. The front panel was exchanged and disposed of. Logfiles were not available. Investigation of earlier similar events showed that rare use of the potentiometer resulted in development of an oxide layer on the contact area with increased electrical resistance, finally resulting in the reported malfunction. In case of this failure the device generates optical and acoustical alarms and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. The device was repaired by replacement of the front plate, which includes the potentiometers. In december 2016 dräger has issued a safety notice to introduce a new software which reduces the impact of this special error condition. In case of a ¿poti unplugged¿ condition the device will continue to ventilate with the last valid settings. The concerned competent authorities have been informed when this action was started.

Event description:
It was reported that the device stopped ventilating during use. No patient injury was reported.